Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, a potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "method for use: do not inflate the balloon in the urethra. (The urethra may be injured) do not pull the catheter hard. (The bladder/urethra maybe injured) applicable patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients do not use on patients who are or have been allergic to natural rubber latex."

Event description:
It was reported that it was difficult to deflate a balloon on the 21st day after use. At first, only 5ml of water was aspirated. After several attempts, the water that remained was able to be removed.